Manufacturer narrative:
Correction: after clinical review of this file performed on (B)(6) 2020, it was decided to add code wound infection on the right side to more accurately capture the reported event. This report is for the patient's left-sided device. Manufacturer's reference number (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast reconstruction with mentor memorygel breast implants (500cc on the right side and 450cc on the left side) and experienced bilateral breast pain and rupture on the right side post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent right-sided device removal on (B)(6) 2019. This report is for the patient's left-sided device.